Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a slow ventricular tachycardia (vt) below the implantable cardioverter defibrillator's (ICD) detection zone which degraded into fine ventricular fibrillation (vf). Unsuccessful shocks were delivered. The device exhibited intermittent undersensing that caused sinus redetection. Redetection of vf resulted in successful defibrillation. Programming changes were made. Patient was recovering.